Event description:
Technician alleged that the head of the bed would not raise. No pt impact.

Manufacturer narrative:
The technician found the head up valve was stuck. The technician replaced the head up valve to resolve the issue.